Event description:
It was reported that this patient received a (B)(6) infection with questionable endocarditis. The patient's entire sicd system was explanted. No additional adverse events were reported.